Event description:
It was reported that the customer is experiencing high blood glucose. The blood glucose reading is 423 mg/dl. Customer stated that infusion set had an issue, the tubing came out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.